Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). Software version 2.9d. Insulin pump received with an energizer alkaline battery installed. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08735 inches. Insulin pump had scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and cracked retainer. Data analysis: (date of death 25 june 2018.) (B)(6) 2018 daily total of all insulin delivered = 20.7. (B)(6) 2018 daily total of all insulin delivered = 29.075. (B)(6) 2018 daily total of all insulin delivered = 26.3. (B)(6) 2018 daily total of all insulin delivered = 36.8. (B)(6) 2018 daily total of all insulin delivered = 31.175 .(B)(6) 2018 daily total of all insulin delivered = 15.9 (B)(6) 2018 daily total of all insulin delivered = 263.35. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer passed away at home. The cause of death was suicide by intentional insulin over dose with the pump. The caller stated that the customer was found after being unaccounted for 24 hours. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The pump history revealed that the customer administered several boluses for a total of 105 units and set their basal rate to 35 units per hour. It is unknown if the customer was using sensors. No further information was provided due to privacy laws. It is unknown if the caller agreed to return the insulin pump for analysis. The pump passed functional testing.